Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model # was not provided. The lot # and expiration date and device manufacturer date were left blank as the customer did not provide the product information.

Event description:
A (B)(6) customer reported that she obtained a blood glucose reading of 95 mg/dl on a contour next link meter. Upon retesting with the physician's meter, the reading was 46 mg/dl. The customer had no symptoms. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips are not expected to be returned. A replacement meter was sent to the customer.